Manufacturer narrative:
Investigation into this event found that the result for one of three samples retested after cleaning a jammed slide did not match the original pre-jam results. Calibration results are typical, and post-calibration qc results were acceptable. Qc results before and after the jam were acceptable. Datalog files have been requested, but not received. The repeat test results for the inaccurate sample matched the initial results for one of the other samples, which is consistent with pre-analytical sample mix-up, though this has not been confirmed. The root cause of the event is unk.

Event description:
A customer observed inaccurate glu results on the vitros 250 analyzer after clearing a jammed slide. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.